Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The patient had severe renal artery stenosis and moderate left renal artery stenosis. It was reported that a recent follow up the CT showed that the device had migrated resulting in a proximal type I endoleak. The patient was successfully treated with an endurant cuff. No endoleak was identified prior to cuff placement. No additional clinical sequelae were reported and the patient is fine. A review of returned films post-implant show that the stent graft is currently 2cm below the renal arteries, with the ipsilateral limb implanted into the right iliac. Bilateral renal stents have been placed. The aaa diameter is 4cm maximum, and there is a proximal type I endoleak. The neck diameter is approximately 22mm at the renal arteries, 1cm distal measures 26 x 27mm, and 2cm distal measures 31 x 36mm. The limbs are patent. Earlier images post implant were not provided therefore the original stent graft placement and aneurysm morphology at implant is unknown. It is possible that disease progression (neck dilatation) may have contributed to the migration.

Event description:
The device had migrated down around 3 cm. The cause of the migration is possibly neck dilation, not much oversizing of original graft or it may have been placed lower than intended.

Manufacturer narrative:
(B)(4). Method: film evaluation. Results: stent graft migration, endoleak. Disease progression; neck dilatation. Conclusion: stent graft migration, endoleak. Disease progression; neck dilatation.